Event description:
It was reported to philips that the collimator shutters did not respond to controls and the collimation field remained partially closed. The system was in clinical use at the time of the reported event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.